Event description:
Title: pt lift 4. A pt was being positioned from the bed to the chair. During transfer, the leg strap of the arjo encore pt lift was not released by the staff. They failed to release the strap because they were not instructed to do so during the MFR's training sessions. As a result, the resident ended up with a broken foot. Factors that might prevent future occurences: other, appropriate training, add'l equipment. Other equipment that might prevent future occurences: laminated card with outlined brief instructions for use that can be attached to the encore lift. Other factors that might prevent future occurences: inservice/training re: use of equipment including the optional leg strap. Staff were not instructed on when to release the strap by the company. They now know, but this should be taught when the machines are delivered.